Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ litigation alleges patient had severe and constant pain, elevated metal levels, tissue damage, synovial fluid build-up and lack of mobility after asr hip implant. Doi: (B)(6) 2009 (right hip). Dor: none reported. (B)(6). Update - amended hip side to left, added a cup head and sleeve and dummy stem. Added additional reasons for revision x 2, surgeon,revision date, patient height , weight, activity level and sales rep details. Taken from der dated (B)(4) 2015. Hip side - left. Additional reasons for revision - pain and elevated ion levels. Surgeon - (B)(6). Revision date - (B)(6) 2015. Patient height - (B)(6). Patient weight - (B)(6). Activity level - active. Sales rep - (B)(6). Update - added a stem from invoice previously missed. See email dated (B)(4) 2015.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.

Manufacturer narrative:
Reason for original complaint ¿ litigation alleges patient had severe and constant pain, elevated metal levels, tissue damage, synovial fluid build-up and lack of mobility after asr hip implant. Doi: (B)(6)2009 (right hip) dor: none reported the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.